Event description:
Customer had 3 pts that tested positive for serratia marcescens. Flush syringes used on 2 of the pts were from sierra. Third pt - customer almost positive flush syringe used came from b.braun. Test results on b.braun syringe have not come back yet.

Manufacturer narrative:
On january 17, 2007, bbmi received a nationwide recall notification initiating a nationwide recall of all lots of heparin and saline pre-filled syringes, which included catalog # 513587. These pre-filled syringes under both their private label, as well as under the b.braun medical inc. Label. Based on an ongoing FDA inspection, it has been determined that there is a potential for the sterility of these lots to be compromised. B.braun inc. Immediately notified all customers of this recall.